Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 and 81 alarm noted during testing. Motor was tested outside of the device and passed. (B)(4).